Manufacturer narrative:
The investigation into the reported access site bleeding and vascular dissection has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The cause of the vascular damage was not determined since product was not returned and there is insufficient clinical information regarding the cp insertion. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The impella device has not been received by the manufacturer for investigation. Should any new information be returned, a supplemental report will be filed. As noted in the impella IFU: ¿cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿

Event description:
A 48-year-old male has been treated for ami/cgs. Initially, an impella cp cardiac pump as well as an va-ECMO has been placed. Subsequently, the patient required additional hemodynamic support, so the decision was made to escalate the patient from impella cp to an impella 5.5 pump. Axillary insertion of impella 5.5 proved difficult. The attending physician noted a lot of resistance while inserting the pump. During the intervention, an aortic dissection type b has been found. The physician reviewed the case and thinks that the dissection happened during the femoral insertion of the initial impella cp. Conservative treatment of the aortic dissection. Patient is on impella and ECMO support.